Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed a noisy signal that appeared on all three channels. This noise was not reproducable with pocket manipulation or clinical maneuvers and lead measurements were within normal limits. Ventricular pacing therapy was inhibited due to the oversensed noise. No adverse patient effects have been reported.